Event description:
Complainant alleged that a nurse (age unknown) was defibrillating a pt (age and gender unknown). The nurse reported that the nurse discharged the energy. Nurse felt a tingling sensation in arms and was knocked back. The complainant indicated that the nurse was "fine" now and that the nurse was not suffering from any lingering after effects. The complainant further indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering dept was unable to duplicate the reported malfunction. Several unsuccessful attempts were made to obtain add'l event info from the facility.